Manufacturer narrative:
The monopolar curved scissors (mcs) tip cover accessory and mcs instrument were not returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument accessory is returned or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si hysterectomy surgical procedure, it was observed that the monopolar curved scissors (mcs) tip cover accessory installed on the mcs instrument had a hole. The mcs instrument was immediately replaced and upon removal of the instrument, it was noted by the surgical staff that the tip/shaft junction of the orange warning sleeve area of the mcs instrument was damaged. There were no missing and/or fallen pieces reported. No patient harm, adverse outcome or injury was reported.